Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 332 mg/dl while wearing the pod between 36 and 48 hours. Patient noticed adhesive looked wrinkled and that patient thinks that cannula was maybe not properly inserted, thus, was unsure if cannula was properly seated in the infusion site (arm). A new pod was applied and patient took a manual shot of 3u. Patient suspended it for 1/2 hour to look at the program but high bg started before patient had suspend insulin.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula, irritation at the infusion site, or the reported high bg (blood glucose) levels. The received device had the cannula assembly fully deployed. The formed needle was inspected, and no abnormalities were found. Although no abnormalities were observed, a root cause for the reported event could not be determined.